Manufacturer narrative:
Product ID 3889-28, lot# va0j9q5, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient went from going all the time to hardly going at all. This started about a month prior to the report. It was noted that the patient's healthcare provider (hcp) was changing some of the patient's medication, but the hcp also wanted the patient to try a different program. The patient was on program 2 and increased stimulation up to "three". The patient was feeling something where they urinate. It was noted that the patient noticed this the last time they increased stimulation. However, the patient didn't remember when that was, but they indicated it was awhile ago. The patient was assisted with changing from program 2 to program 3. The patient increased stimulation to 1.8 and said they were feeling stimulation where they urinate. It was also reported that the patient had a rectocele. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.